Manufacturer narrative:
The returned device was evaluated and the pod was received with the cannula in the fully deployed state. The pink slide insert was visible in the viewing window and upon opening the pod the cannula was found to be held securely by the slide insert and the slide insert was observed to be held securely by the catch beam. The soft cannula was not observed to be retracted into the pod. No problem was found.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
A patient reports while activating a pod the cannula had partially retracted. The pod was not worn.